Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. System booted normally first time and launched all applications successfully along with multiple restarts. System pass phd, seatool for hdd and memtest86 testing without faults. The device was found to be fully functional with no problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a computer was shipped as replacement. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative replaced the computer and performed a system checkout. System passed all tests and is working normally. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that prior to patient in the room while outside of a procedure, the navigation system rebooted itself. Representative reported that the application exited and went back to the application home page. During troubleshooting the rep was able to replicate the issue and reported that the system would reboot itself multiple times at different tasks in the software. There was no patient present at the time of the issue.